Manufacturer narrative:
The user facility performed repair of the ventilator and did not request any service. No logs were received and no replaced parts were returned. Due to lack of information, the root cause of the reported leakage could not be determined.

Event description:
It was reported that during patient treatment, the ventilator started leaking. There was no patient harm. Manufacturer's ref.#: (B)(4).